Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A technical support specialist was unable to move forward because of insufficient information and the lack of an opportunity for assessment to assist the customer. The specialist attempted to contact the customer multiple times without success and no one at the pharmacy knew anything about the alleged incident.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the drawer was not opening. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.